Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. Reportedly, there was no damage to the battery cap and no moisture in the pump. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/11/2015 with the following findings: the battery compartment was observed to be cracked in the areas above and below the grip pad: the reported issues were confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.